Manufacturer narrative:
It was reported that this product continues to be of poor quality leaving thread fragments and blue fuzz in sterile basins after being placed in sterile fluids. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that this product continues to be of poor quality leaving thread fragments and blue fuzz in sterile basins after being placed in sterile fluids.